Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient had a left total knee replacement revision to address failed left total knee. The patella was in good position and well-sized and was not revised. The femoral component appeared to be loose at the implant/cement interface. The tibial tray was loose at the implant/cement interface. The insert was revised without allegation of deficiency. Competitor components were implanted during this procedure. Doi: (B)(6) 2017 dor: (B)(6) 2020 (left knee).